Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation, as the customer has declined returning the device for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported the sensor has been dropped several times and gives out wrong readings.